Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used within the right main bronchus of a patient with tracheal cancer, during a bronchoscopy procedure on (B)(6), 2011. According to the complainant, there were no visible issues with the device prior to placement, and the retention suture was intact. The patient's anatomy was not tortuous, nor dilated prior to stent placement. Under endoscopic and radiographic control, the stent was placed in the correct location within the trachea, and expanded without problem. The complainant did not reposition the stent once deployed, and the suture did not break. However, it was reported that the retention suture did not have the correct location as it crossed the lumen of the trachea. As a result, the physician removed the stent; as he "expected the suture to cause problems as mucus could adhere to the suture". The procedure was not completed. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. However, internal evaluation of attached image from the complainant, assessed that the retention suture got caught, thus forming a loop. There was no break of the retention suture noted. If any further relevant information is identified, a supplemental medwatch will be filed.